Event description:
A revision surgery took place due to an infection. The pathogen which caused the infection is undetermined. The head and the liner were removed, the area was washed out and a new head and liner were implanted. Ref MFR# 3005180920-2014-00054.